Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The device was prepared according to the IFU. It was noted that the patient had a chicken wing type left atrial appendage (laa). Due to the difficult patient anatomy, the device was partially recaptured and repositioned twice before it was deployed in an acceptable position. The tug test was performed, and all of the close criteria were met. The device was then successfully released. During the final transesophageal echocardiography (tee) assessment, it was observed that the lobe moved slightly, resulting with in less separation between the lobe and the disk at the coumadin ridge. The separation at the circumflex and the rest of the device was still acceptable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. Two additional tees were completed after the procedure was completed, and it was determined that the device was stable in the laa. The patient was discharged.

Manufacturer narrative:
An event of the device embolizing/migrating was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that due to the complex anatomy the device was recaptured and repositioned twice and finally deployed in a satisfying position. Based on the information received the cause of the reported incident could not be conclusively determined but may have due to the patient's anatomy.

Event description:
N/a.